Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound report. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound report. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
No device was received. Only device photos. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
D10. Concomitant therapies continued: verde alfalfa 2, regenera, amchafibrin 500mg a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound report. Device has been explanted and replaced with non-allergan device.